Event description:
It was reported via literature article that restenosis occurred. The study was to compare the safety and efficacy of paclitaxel-coated balloons (pcb) and sirolimus-coated balloons (scb) in patients with in-stent restenosis (isr). An agent drug coated balloon pcb was selected for balloon angioplasty of the target lesion. At median follow up of 3.8 years, target lesion revascularization (tlr) was noted in one lesion in pcb group.

Manufacturer narrative:
B3: date of event is considered as date of article, 3 march 2025. E1 initial reporter address 1: (B)(6). Shuvanan ray, siddhartha bandyopadhyay, prithwiraj bhattacharjee, priyam mukherjee, suman karmakar, pallab bose, basabendra choudhury, deepankar paul, avik karak, drug-coated balloon in patients with in-stent restenosis: a prospective observational study, https://doi.org/10.1016/j.ihj.2025.03.003. (Https://www.sciencedirect.com/science/article/pii/s0019483225000495). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
MDR attachments: attached literature article (corrected) b3: date of event is considered as date of article, 3 march 2025. E1 initial reporter address 1: (B)(6). Shuvanan ray, siddhartha bandyopadhyay, prithwiraj bhattacharjee, priyam mukherjee, suman karmakar, pallab bose, basabendra choudhury, deepankar paul, avik karak, drug-coated balloon in patients with in-stent restenosis: a prospective observational study, https://doi.org/10.1016/j.ihj.2025.03.003. (Https://www.sciencedirect.com/science/article/pii/s0019483225000495). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature article that restenosis occurred. The study was to compare the safety and efficacy of paclitaxel-coated balloons (pcb) and sirolimus-coated balloons (scb) in patients with in-stent restenosis (isr). An agent drug coated balloon pcb was selected for balloon angioplasty of the target lesion. At median follow up of 3.8 years, target lesion revascularization (tlr) was noted in one lesion in pcb group.